Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they had worked with a manufacturing representative (rep) for adjustments in the past and the rep had worked with the patient over the phone to set the patient up with a program that cycles on and back off between 5 and 7pm every day. Patient normally noticed it come on but starting in february the patient stopped feeling that so after about 3 days of not noticing it they tried to use the control equipment and saw a message that they had never seen before that said: your device cannot be adjusted or your device was turned off they did not write down what it was. Patient said they turned the equipment off and back on and the message was gone. So they put themselves onto program 1 but it does not cycle. Patient said wanted to get cycling back but have it go off from 2am to 5am. Patient tried to call the representative but they were busy. Patient was redirected to their healthcare provider to further address the issue. Reviewed patient technical services does not have the ability to provide a cycling program but can help with program number adjustments and amplitude adjustments. Redirected to the rep and to their hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.